Event description:
According to the reporter, the capsule failed to attach to the patient¿s esophagus and found in the patient¿s stomach. The capsule was retrieved via roth net. Another capsule was used and it was attached successfully. Lubricant was used to facilitate the placement of the capsule.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.